Event description:
Legal counsel for patient reported that patient underwent a right total hip arthroplasty on (B)(6) 2004. Patient's legal counsel further reported that a right hip revision procedure was performed on (B)(6) 2004 due to patient allegations of metallosis, elevated cocr levels, loss of range of motion, and pain. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. Additional information received in the revision operative notes indicates that the revision performed on (B)(6) 2004 was due to recurrent dislocations. The modular head was removed and replaced and a customized retaining ring was implanted.

Manufacturer narrative:
The follow-up report is being filed to relay additional information, including product identification, that was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: ¿dislocation and subluxation due to inadequate fixation and improper positioning. Muscle and fibrous tissue laxity may also contribute to these conditions.¿

Event description:
Legal counsel for patient reported that patient underwent a right total hip arthroplasty on (B)(6) 2004. Patient's legal counsel further reports that a right hip revision procedure was performed on (B)(6) 2004 due to patient allegations of metallosis, elevated cocr levels, loss of range of motion, and pain. No further information has been provided to date. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.